Event description:
Boston scientific received information that this patient was externally cardioverted for atrial fibrillation and now the local sales representative was unable to get magnet response from device. The nurse stated the clinic has known about this for awhile, however never did transtelephonic monitoring with the patient and never called boston scientific to forward this information. Technical services requested the device be returned after it's changed out.

Manufacturer narrative:
Our records indicate the device remains in service to this date. Should additional information become available, this report will be updated.